Event description:
The incident occurred when a physicist was creating a "real time" treatment plan in the operating suite. On the seed activity editing menu, the seed activity can be entered using either units of air kerma (u) or units of millicurrie (mci) by activation of a selection button in the edit activity dialogue box. In this case the physicist selected air kerma (u) but then mistakenly entered a value for millicurrie (mci). This treatment plan was then used during a "real time" treatment session. During "real time" treatments, variseed will display the final required source strength in air kerma (u) units only. The physicist saw the air kerma (u) value, recognized it as the value he had entered during treatment planning, prepared the dosage and inserted it into the pt. The mistake was not discovered until after the insertion when the user printed the plan report which displays source strength in both air kerma (u) and mci. The difference in the two source strength measuring techniques resulted in an implant activity and dose of 27% higher than intended, as the conversion factor from air kerma (u) to millicurrie (mci) is 1.27 for iodine-125 seeds. The pt was examined by a physician and released from the hospital with no adverse effects noted from the mistreatment.